Event description:
It was reported by a user facility in germany that particles smaller than the opening of the phaco tip were seen in the patient ''s eye after using the cannula. The particles were removed with the cortex suction or viscous suction. The procedure was not prolonged and no abnormalities were noticed during postoperative check -up. This report is for patients of the first surgeon.

Manufacturer narrative:
The device has not been received for evaluation. The investigation of this event is ongoing.

Manufacturer narrative:
B5: corrected from: "this report is for patients of the first surgeon." To: "this is the first patient of three. Report number 0001920664-2023-70068, was reported by the same surgeon." The device is not available for evaluation as it was discarded. Two samples from the same lot were received from the customer and evaluated. Visual inspection was performed on the outer shaft, hub and lumen using 50x magnification. No anomalies or imperfections were identified. No contamination identified from fluid pathway testing. Both samples are considered safe and functioning as intended. A review of the device history record found no nonconformities or anomalies related to the complaint. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. When considering the materials used and the processes during manufacturing, it is highly unlikely that our product contributed to the non-conformance reported. It is more likely that other products or devices used in the procedure either contributed or were solely responsible for the particles passing through the cannula and into the patient. The exact root cause could not be determined.

Event description:
This is the first patient of three. Report number 0001920664-2023-70068, was reported by the same surgeon.